Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc221850e0 model: sc-2218-50e serial: (B)(6) batch: 7161553 UDI: ((B)(4).

Event description:
It was reported that the patient experienced new pain in the upper right extremity when the therapy was turned off. Per the physician, the patient had nerve root irritation from the procedure. The patient underwent an early lead pull procedure and reported relief of the new pain. The pulled leads were discarded by the medical facility.